Event description:
Patient came to edge of mattress and slid off matress and was caught between siderail and mattress in 4 inch gap. Staff freed patient, but patient had black eye and bruise on throat.

Manufacturer narrative:
The mattress involved was a rented card synergy plus/pulse mattress manufactured by cardio systems, which is no longer in business. Hill-rom is submitting a MDR as a refurbisher because the original manufacturer is no longer in business. The entrapment occurred in zone 3. No other information was obtained.